Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017.